Event description:
While manually ventiliating a pt, it was noticed that the device was getting increasingly harder to use. It was also noted that the pt was not able to exhale. Pt was removed from device and exhalation was noted at that time. Further research noted that bleed hole at the end of resuscitator was kinked and not allowing excess o2 flow to leave bag. This caused the bag to become rigid, not allowing pt to exhale impairing and/or preventing adequate ventilation of the pt.